Event description:
During manufacturer review of a vns patient's programming history, it was identified that an interrupted systems diagnostics test caused the patient's vns parameters to change. A final interrogation was not performed to verify the patient's settings. The patient left the office at unintended settings. The settings were later changed back to the intended settings. No patient adverse events were reported as a result of the unintended vns settings event. The physician's office has since been trained regarding performing vns diagnostics testing and performing a final interrogation before the patient leaves the office to ensure proper vns parameters.

Manufacturer narrative:
Analysis of programming history.